Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure and was discharged from the hospital on (B)(6) 2010. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization for a positive functional ischemia study and in stent restenosis. The patient condition resolved and was discharged on (B)(6) 2011. No adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the japan promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.